Manufacturer narrative:
Correction: the autopulse platform manufactured date has been updated in section h4. The reported complaint that the autopulse platform (sn 31347) would not resume compression was not confirmed during functional testing. The autopulse platform passed the functional testing without any fault or error and performed as intended. Visual inspection of the platform was performed, and no physical damage was observed. The archive data review showed multiple ua07 (load imbalance between left and right sides of the load plate), ua02 (compression tracking error) and ua17 (motor on for too long during active operation) errors, unrelated to the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Per the battery hangtag - advisory codes description and action, ua 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, check battery and press restart. The autopulse platform passed the initial functional test without any fault or error. The brake gap was within specification, and the load cell characterization check passed. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries until discharged without any fault or error. No fault could be found with the console.

Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) would not resume compression after pausing for pulse check. Several times the customer performed manual CPR while restarting the autopulse platform but the compression issue persisted. Per reporter, the autopulse platform did not generate any error message on the display screen. Another autopulse platform was used to continue with patient treatment. Patient's status information was requested but the customer did not provide a response.